Event description:
It was reported that tandem mobi pump generated cartridge alarms, including cartridge alarm 35, and that similar alarms had occurred with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed warranty status, shipping details, and software version, and instructed customer to place pump in storage mode and return it within specified timeframe while also advising customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.